Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected found the sensor wire missing from the housing puck. The reported event of a detached sensor wire was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, sensor wire was detached from the sensor pod. Patient stated that the sensor wire was not attached to the sensor pod nor did it remain in the patient's skin. Patient stated that the sensor wire may have fallen to the floor upon removal of the sensor pod. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).